Event description:
It was reported, that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous, and severely calcified iliac- superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted, that the balloon ruptured upon second inflation. And was removed without any problem using the normal method. The procedure was completed with another of the same device. No complications reported. And patient was in good condition post procedure.